Event description:
The customer alleged questionable results for two samples from one patient for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and cortisol. Sample 1 was tested (B)(6) 2012. The results are as follows: tsh: roche = 0.35 miu/ml and abbott = 1.15 miu/ml, ft4: roche = < 0.3 pmol/l and abbott = 15 pmol/l, ft3: roche = 6.4 pmol/l and abbott = 4.8 pmol/l, and cortisol: roche = 937 and abbott = 395; the units of measure were not provided. Sample 2 was drawn (B)(6) 2012. The results are as follows: roche: tsh = 0.33 miu/ml ft4 = 3.7 pmol/l ft3 = 6.8 pmol/l abbott: tsh = 0.85 miu/ml ft4 = 15 pmol/l ft3 = 4.8 pmol/l beckman: tsh = 1.01 miu/ml ft4 = 15.2 pmol/l delfia: tsh = 0.95 mu/l ft4 = 15.2 pmol/l ft3 = 5.5 pmol/l the customer stated the results from the (B)(6) 2012 sample do not fit the clinical picture. There were no consequences on patient treatment or medication due to the discrepant results. The lot number of the ft4 reagent used to test the (B)(6) 2012 sample was (B)(4); the expiration date was not provided. None of the lot numbers or expiration dates were provided for the other reagents used to test the (B)(6) 2012 sample. No information was provided regarding the reagents used to test the (B)(6) 2012 sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in the (B)(6). The investigation of the patient sample drawn (B)(4) 2012 determined the serum contains an interfering factor against the streptavidin coated beads used as the solid phase in the test. The identified interfering factor blocks the beads and inhibits the forming of the immune complex. This leads to lowered signals and in consequence to higher recovery in competitive assays and lowered recovery for sandwich assays. Interference to streptavidin has an impact also on the ft3 and tsh values. For ft4 an additional interfering factor to the blocking agent was identified. This interference factor may bind the ruthenylated blocking agent to the solid phase and thus led to extremely elevated signals in the ft4 elecsys test. The interfering factor led to extremely high signals in ft4 overlying the interference against streptavidin / solid phase. Both interference to streptavidin and to the oligo ruthenium interference blocking agent, are covered by a disclaimer in the package insert.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).